Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to stop bleeding sufficiently. A replacement was used to complete the procedure, however, the seal didn¿t deploy properly again. Partial clamp was used to complete the procedure. According to the complaint report, the seal came out of the delivery tube, however, it didn¿t deploy properly in the aorta. That¿s why it was unable to stop bleeding. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly and it was unable to stop bleeding sufficiently. A replacement was used to complete the procedure, however, the seal didn¿t deploy properly again. Partial clamp was used to complete the procedure. According to the complaint report, the seal came out of the delivery tube, however, it didn¿t deploy properly in the aorta. That¿s why it was unable to stop bleeding. (B)(4).